Event description:
On 7/9/97 during a customer visit, baxter was informed by one of the operators that he had observed an alert message on an auto-c instrument of 'air push--'and that he had noted that he found the anticoagulant bag empty (anticoagulant bag is a non-baxter mfg product). The operator also stated that he had disconnected the donor and not reinfused the donor cells. On 7/23 and 7/24/97 during a follow up visit to this new customer, baxter fenwal representative became aware of the potential safety issue when the situation was explained to the baxter visitor the anticoagulant bag runs out of solution before the plasma collection is complete, causing air in the line. On 7/28/97 and 7/29/97 baxter fenwal, contacted the two other ctrs from the bayer organization (who used the same non-baxter solution of anticoagulant) to inquire about the condition observed in the first donor ctr. It was confirmed that at least once in each of the other ctrs the problem had been observed where the ctr had noted that anticoagulant containers were running dry prior to the completion of plasma collection at a time that the autopheresis-c instrument was not provided the operator warning signifying that 230 ml of anticoagulant had been used. No similar incidents involving baxter-mfg solutions have been reported. No donor serious injury has occurred in association to this event.